Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 400 mg/dl at home and rose to 500 mg/dl at the time of admission. The customer stated they had trouble breathing from their blood glucose. It was also found the customer attempted to treat their blood glucose with an injection, but their blood glucose was not resolved. Customer was hospitalized as a result. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported being hospitalized in the past from a long cannula. Troubleshooting found the insulin pump did not alarm no delivery during a high pressure test when the customer used water. The customer declined to return the insulin pump for analysis.